Event description:
Procedure type: gastrectomy. According to the reporter: during the case, on the 2nd firing, the knife would not return. Pressed the release button, then the device could be released from the tissue. Used other device. There was no additional bleeding. Nothing fell into the pt cavity. There was no tissue damage and operating room time was not extended more than 30 minutes. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.